Event description:
Customer chatted in stating that transformer for her unit melted and she was seeking a replacement to this part. Photos have been provided her the agent request (attached). Awaiting response to when/where purchased, when/how issue occurred, additives, cleaning, transformer storage and receipt.